Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with elevated lactate dehydrogenase (ldh). The log file were reviewed by the manufactures technical service represented and found that the patient's powers and flows were within normal parameters. No intermittent power or flow elevations were observed. On (B)(6) 2018 the customer noted that the patient had fluctuations in their ldh (as high as 1000). The patient had missed some doses of his plavix. Given no power spikes/flow elevations (or other evidence of hemolysis), the patient was advised to restart plavix and to stay hydrated. The customer will continue to monitor for power spikes and weekly ldh labs. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between heartmate ii lvas, serial number (B)(4), and the patient¿s elevated ldh could not conclusively be established through this evaluation. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow as well as no external power events; however, a specific cause for this finding could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2018 to (B)(6) 2018. The file captured ¿no external power¿ events on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. These events caused the pump to enter power save mode. The pump was running on the backup battery until the system controller was connected to 14v li-ion batteries or the power module. Additionally, the file captured unsustained power and flow elevations on (B)(6) 2018 and (B)(6) 2018. The power elevations appeared to be associated with pi events. The pump speed remained above the low speed limit for the duration of the files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). The hmii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document addresses all system controller alarms (including low battery power and no external power) and how to respond to such events. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. These documents also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. Additionally, this document outlines the recommended anticoagulation therapy and inr range. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported source was inadvertently omitted, and is corrected.